Manufacturer narrative:
The customer called tac (technical assistance center) to report the b30 error. Tac walked through troubleshooting with the customer. Tac discovered the gif-h190 scope as the cause of the b30 error. The customer was able to attempt a different 190 series scope with the cv-190 processor without an error message. The customer will send in the gif-h190 scope for repair. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that a b30 error occurred on an evis exera iii xenon light source when using the 190 series scope. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to update results from the legal manufacturer investigation. Upon further review of this complaint by the legal manufacturer, this event is not reportable. There is no allegation of patient harm. Per the manufacturer's risk documentation, it is unlikely serious injury would occur due to this event. The complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.